Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/13/2019. International UDI: (B)(4). Manufacturer's product support engineer (pse) evaluated the unit and verified the reported issue. The pse replaced the unit's user interface assembly to resolve the reported issue.

Event description:
The customer reported that the unit had a faulty display. The customer reported there was no patient involvement. The event date was not specified; estimate used.